Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the battery gauge was fluctuating. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.